Manufacturer narrative:
(B)(4). Additional devices involved in procedure include: tgu373720/11646775, tgu373715/11003425 (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a thoracoabdominal aneurysm measuring 55.0mm in diameter. Three conformable gore&#59412;tag&#59412;thoracic endoprostheses were implanted, with the most proximal device in zone 3. Surgical debranching of the celiac, superior mesenteric, renal and bi-lateral accessory renal arteries was also performed. A spinal drain was placed peri-operatively to lower the risk of any paraplegia for the patient. The patient tolerated the procedure without complication and was discharged on (B)(6) 2013. On (B)(6) 2016, the patient underwent surgical ascending aortic arch replacement and aortic valve resuspension for treatment of the aortic arch aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: amiodarone, lisinopril, metoprolol tartrate. Review of the manufacturing records for the devices is revealed the lots met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement

Event description:
On (B)(6) 2016, computed tomography angiography (cta) reports the maximum aortic diameter measured 93.0 and the presence of a new proximal type I endoleak and the development of a new aortic arch aneurysm. The type I endoleak was reported to have been caused by a persistent dilation of the aortic arch and aneurysm development; and not device related. The aortic arch aneurysm was reported to measure 5cm in diameter.

Event description:
Further investigation determined the device (most proximal device) associated with the reported proximal type I endoleak to be the (tgu373715/11003425).

Manufacturer narrative:
According to the instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak, aneurysm enlargement, reoperation.